Event description:
It was reported that the staff had trouble introducing instruments into the cannula instrument accessory during a da vinci prostatectomy procedure. It was noted that the cannula was not round in shape. The cannula received a shock and was a little bit oval. The cannula was replaced with a backup and the planned procedure was completed.

Manufacturer narrative:
The instrument accessory is not being returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.